Event description:
Doctor reported "lap-band slippage" with subsequent removal and replacement.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause of this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."